Event description:
During testing and repair at the independent repair center, the irc5po2 concentrator was reported to have low o2 (yellow light). This was due to a hole worn in the heat exchanger which led to the malfunction.